Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was experiencing high blood glucose of 400 mg/dl, which was treated with manual injection. Caller inquired of a way to enter bolus into insulin pump that was given via manual injection. Troubleshooting could not be performed and insulin pump was not available.